Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles on the top of the reservoir and drain. Customer's blood glucose value was 69 mg/dl. The customer reported that the size of the air bubbles was small. The device will not be returned for analysis.